Manufacturer narrative:
The insulin pump was received with moisture damage electronic assembly. The insulin pump has scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer was dropped into the water. No water was under the lcd. No cracks in the case of the device. The drive support cap appeared to be damaged. The customer's blood glucose was unknown. Nothing further was reported.